Manufacturer narrative:
Insulin pump received with severe scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized due to high heart rate, high blood glucose and dka. Nurse stated that the customer's blood glucose reading was over 800 mg/dl. Caller stated that the customer was vomiting, had high heart rate and he was taken to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.